Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of sclerosing peritonitis in a (B)(6) male patient coincident with extraneal viaflex and physioneal (lot numbers not reported) therapies. On an unknown date, the patient began extraneal and physioneal therapy, (dose, frequency, and lot numbers were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). The sales representative thought that the extraneal was possibly an imported product. On an unreported date, the patient experienced sclerosing peritonitis for which he was hospitalized. The patient's condition was reported as critical. The event of sclerosing peritonitis was ongoing. It was not reported if the extraneal and physioneal were ongoing. No statement of causality was reported for the event.